Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to clarify and correct the event description and the brand name of the device. While it was originally reported that the patient was implanted with a ventralex mesh, the part number reported is valid for a ventralex st mesh. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
It is alleged by the patients attorney that on (B)(6) 2016, the patient underwent surgery for repair of an "incar" hernia. As reported, a bard/davol ventralex st hernia patch mesh, was implanted to repair the hernia defect. It is alleged that several months later on (B)(6) 2016, the patient underwent an additional surgery to remove the ventralex st. As alleged, the patient was severely and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.

Event description:
It is alleged by the patients attorney that on (B)(6) 2016, the patient underwent surgery for repair of an "incar" hernia. As reported, a bard/davol ventralex hernia patch mesh, reference number (B)(4) was implanted to repair the hernia defect. It is alleged that several months later on (B)(6) 2016, the patient underwent an additional surgery to remove the ventralex. As alleged, the patient was severely and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with chronically incarcerated umbilical hernia thereby underwent open repair with implant of ventralex st (device #1). Per operative notes, ¿the herniated preperitoneal fat was dissected free from surrounding attachments and the umbilical stalk was detached from the fascia. A ventralex st (device #1) piece of mesh was then placed into the preperitoneal space and sutured.¿ (B)(6) 2016 - patient was diagnosed with incisional hernia, cholecystitis, cholelithiasis and pain thereby underwent laparoscopic repair with implant of ventralex st (device#2). Per operative notes, ¿the gallbladder was removed through the umbilical incision. To repair hernia, a ventralex st mesh (device #2) was placed in the abdomen and fixed to the anterior abdominal wall with tacker.¿ (note, there was no mention/visualization of device #1 during this repair) (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia, intractable abdominal pain, abdominal wall mass thereby underwent open repair with removal of both the meshes. Per operative notes, ¿the previous scar was excised at the umbilicus, mesh was identified. Then the mesh (device #1 & device #2) were excised and divided the adhesions.¿ attorney alleged that the patient had adhesions, pain, hernia recurrence, infection, nausea, vomiting, abdominal wall mass, burning sensation and emotional injuries.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. If additional information is obtained, a supplemental MDR will be submitted. Addendum #1: this supplemental emdr is being sent to clarify and correct the event description and the brand name of the device. While it was originally reported that the patient was implanted with a ventralex mesh, the part number reported is valid for a ventralex st mesh. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum #2: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 months post implant of ventralex st, patient was diagnosed with adhesion, hernia recurrence, abdominal pain, scar tissue and underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesion and hernia recurrence as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI no.), e3, f12, g1, g3, g6, h2, h6, h10 this supplemental emdr represents the ventralex st (device #2). An emdr was submitted to represent the ventralex st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned

Event description:
It is alleged by the patients attorney that on (B)(6) 2016, the patient underwent surgery for repair of an "incar" hernia. As reported, a bard/davol ventralex hernia patch mesh, reference number 5950009 was implanted to repair the hernia defect. It is alleged that several months later on (B)(6) 2016, the patient underwent an additional surgery to remove the ventralex. As alleged, the patient was severely and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.